Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. It was reported that the bifurcated talent stent graft had migrated without the presence of an endoleak. The physician performed a secondary intervention and implanted an endurant ii 32x49 aortic cuff, resolving the event. Per the physician, the cause of the migration is unknown. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Film review analysis: review of pre-implant cta¿s revealed that the patient had a 4.8 cm aaa. The proximal neck diameter just below the renals measured 21mm, was approximately 5cm in length, and mildly angulated. The proximal neck, aaa, and iliac arteries were extensively calcified. The distal aortic diameter was 25mm. The right common iliac artery diameter ranged from 13-14mm and the left common iliac artery diameter ranged from 13-15mm. Both iliac arteries were tortuous. Review of cta¿s and 3d film report from 5 -1/2 years post-implant revealed that the talent bifurcate was positioned 5-10mm below the renals. The proximal stent graft od is 27 x 28mm. The ipsi limb was positioned within the right common iliac artery, and the contra limb was placed into the left common iliac artery. The max diameter aaa measured 5.7cm. Contrast was seen outside the stent graft near the top of the sac along the posterior aortic wall. The endoleak type could not be determined from these 5mm slice thickness images. Both limbs were patent and no stent graft kinks or compression were observed. No other obvious stent graft issues were seen. Review of cta¿s from 6 years post-implant were reviewed. The images were of the chest and only showed the aaa distally to the renal arteries. The majority of the talent device was not visible; only the bare spring was seen. No obvious issues were seen from this partial view of the talent bare springs. The cause of the reported migration could not be determined. Earlier post-implant films were not available for review, and the position of the bifurcate at implant is unknown. Films from the reported migration with no endoleak were also not available for review. The cause and type of endoleak seen in december could not be determined, but may be a type I proximal or type iii fabric.